Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry, and no output conditions. Further testing revealed the no telemetry and no output conditions were due to lifted hybrid bond wires.